Event description:
It was reported to philips healthcare that the lcd display tint color did not allow them to read the values on the screen of the heartstart xl. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.